Event description:
It was reported that the patient fell down a flight of stairs last night, flat on their back. The reporter stated they ¿hit hard, right on the implantable neurostimulator (ins)¿ and they were hurting there really bad. It was noted that the morning of this report, the patient went to use their patient programmer, but was getting a poor communication screen with and without the antenna. It was further noted the recharger was functioning properly. The reporter stated they wanted to know if the ins was damaged. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-p4, lot# n288204, implanted: (B)(6) 2011, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n288198, implanted: (B)(6) 2011, product type: accessory. (B)(4).